Manufacturer narrative:
The complaint investigation underway and will be attached to this report.

Event description:
During a tcar procedure, a dissection was created with the interventional wire (enroute 0.014'' guidewire) occluding the ica. Physician was unable to redirect into true lumen. The physician made the decision to convert the procedure to a carotid endarterectomy (cea) to resolve the dissection.

Event description:
During a tcar procedure, a dissection was created with the interventional wire (enroute 0.014'' guidewire) occluding the ica. Physician was unable to redirect into true lumen. The physician made the decision to convert the procedure to a carotid endarterectomy (cea) to resolve the dissection.

Manufacturer narrative:
The complaint investigation has been completed and attached to this report.